Event description:
On this date my dexcom g7 sensor throw up error telling me on android app wait 3 min to reconnect I had this happen on (B)(6) 2025, so I changed it on (B)(6) 2025 in pm I didn't know who any one was I was in diabetic shock, my son was here after eaten candy had sip of his frozen drink from 7-eleven and a turkey and cheese sub I came out but was due to this error and telling me wrong numbers due to this I report it to dexcom but no one who works there or tech support reports it to get fixed glad son was here and got me out of shock I'm a type 1 diabetic also.